Event description:
It was reported that the patient presented to the emergency room (ER) due to the patient alarm sounding. The device was interrogated and high impedance, oversensing/noise were seen on the right ventricular (rv) lead. There was also an apparent fracture. The detections were turned off until the lead could be replaced. The lead was subsequently capped and replaced. The device was also explanted and replaced due to alleged premature battery depletion. The device has been returned. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented to the emergency room (ER) due to the patient alarm sounding. The device was interrogated and high impedance, oversensing/noise were seen on the right ventricular (rv) lead. There was also an apparent fracture. The detections were turned off until the lead could be replaced. The lead was subsequently capped and replaced. The device was also explanted and replaced due to alleged premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 694965 implantable tachy lead, implanted: (B)(6) 2007, explanted: (B)(6) 2013. (B)(4).